Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's mother, that when she went to her daughter's school the nurse stated that she believes that the insulin pump is not delivering insulin. Unable to troubleshoot at the time. No additional information was provided.